Manufacturer narrative:
Internal complaint reference (B)(4). The navio surgical system (saudi arabia), rob00050, sn(B)(4) intended for use in treatment, was not returned for evaluation, however log files were provided for evaluation. A relationship between the reported event and the device was confirmed. The screenshot indicates an internal cabling/drill console error. A functional evaluation could not be performed as no device was returned. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. A CAPA, hhe/pra, field action review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The most likely cause of this event is electrical failure within the handpiece cable. This failure is an identified failure mode within the risk assessment. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during a navio saw bone tka demo, the navio gave an "internal cabling/drill console error". So, they tried to restart navio three times, but it kept showing the same error. All the cables were unplugged and re-plugged again from the cart. Also all the cables were checked and were all fine. There was no patient involvement. No other complications were reported.